Manufacturer narrative:
Reported lot# 3384384 shows no exception documents cited. Additional info from initial reporter: chemo contacted unprotected skin of staff. Medical intervention occurred. No immediate consequences could be seen upon exposure to chemo by doctor. Staff is now well and working.

Event description:
After the bag of chemotherapy infusion had been spiked, fluid was seen leaking from the joint of the adapter. As a result of the leakage, a staff nurse was exposed to the cytotoxic agent in the chemotherapy infusion (cisplatin).

Manufacturer narrative:
Reported lot# 3384384 shows no exception documents cited. Additional info from initial reporter: chemo contacted unprotected skin of staff. Medical intervention occurred. No immediate consequences could be seen upon exposure to chemo by doctor. Staff is now well and working. Visual summary: new devices returned. Physical summary: devices tested for hydrostatic pressure and not leakage/failures noted. Analysis summary: no leakage confirmed. Cannot confirm complaint.

Event description:
After the bag of chemotherapy infusion had been spiked, fluid was seen leaking from the joint of the adapter. As a result of the leakage, a staff nurse was exposed to the cytotoxic agent in the chemotherapy infusion (cisplatin).